Manufacturer narrative:
The "date of event" was not provided. The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Alleges footplate bolt was not snug and the footplate dropped down and drug on the ground. Alleges footplate caught on something causing injury.

Manufacturer narrative:
Only the footplate mounting bracket and hardware were returned for evaluation. There was no evidence to support the alleged failure.

Event description:
Alleges footplate bolt was not snug and the footplate dropped down and drug on the ground. Alleges footplate caught on something causing injury.